Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-01380. Note: only one lead was explanted; however, it is unknown which lead was explanted. Therefore both leads are reported as explanted. It was reported the patient experienced overstimulation in the neck regardless of stimulation being on or off. It was determined one of the leads had migrated and was explanted and replaced. The other lead was repositioned. Follow up revealed the patient receives effective stimulation and the issue has resolved.